Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to high blood glucose. The infusion set fell out. Caller stated that customer had been having problems with infusion sets and has switched to silhouettes. Nothing further reported.